Event description:
The rptr stated that during the insertion of an aa4204vf silicone single piece lens there was a capsular tear. The incision was enlarged, the lens was removed and a vitrectomy was performed. Add'l info was requested but not yet rec'd. If any add'l info is obtained a supplemental medwatch form will be submitted.

Manufacturer narrative:
(B)(4). Eval method: work order search. Results: visual inspection of the returned product showed the optic and haptics were torn and there was a dark reddish residue on the lens. A lens work order search was performed and there were no similar complaints found. (B)(4).

Event description:
The customer called back and stated the lens exited swiftly out of the injector and tore the patient's capsule. The incision was enlarged, a vitrectomy was performed and an acl was implanted. The reporter stated the patient's eye was in good condition prior to the surgery and the incident was caused by the lens.

Manufacturer narrative:
Evaluation results: reviews of this file indicates that a posterior capsular tear occurred due to the forceful ejection of the iol from the injector. When a pc tear is present, the iol cannot be placed in the capsular bag because it may dislocate into the vitreous, hence the removal of this type of lens to be exchanged with either a sulcus fixated iol or an "aciol." Vitrectomy is consequently performed in the presence of a capsule tear where there is vitreous loss, to preclude any further injury.